Event description:
It was reported that the patient complained of decrease in vision post surgery. Anterior lens vaulting was noted 2 months post-op. A yag procedure was performed. The surgeon was seeking a second opinion. This report pertains to the patient's right eye.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.